Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device developed a cracked screen that progressed until the display became unusable, while blood glucose management reportedly remained stable as the user leveraged in-app functions and continued cgm use. Symptoms included no reported adverse clinical effects. Outcomes included a product replacement and instructions for shutdown to prevent further alerts, with data not transferable to the replacement and advice to sync data to the mobile app prior to return. Investigation included collection of device history and logistics information and coordination of return of the original unit for assessment. Investigation of this device revealed physical damage to the device¿s display consistent with screen breakage, indicating a damaged external device component rather than an internal functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage leading to screen failure.